Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced capsular contracture baker grade ii-iii on deflation on the left breast implant. The right implant was intact. The replacement devices were mentor moderate plus profile saline implants 350cc filled to 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that capsular contracture was on the left breast implant. The patient experienced capsular contracture baker grade ii-iii on the right breast implant and deflation on the left breast implant. The right implant was intact. The replacement devices were mentor moderate plus profile saline implants 350cc filled to 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round moderate plus profile 325cc breast implants and experienced bilateral deflation. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch is for the right breast implant.